Event description:
The reporter contacted animas on behalf of her daughter (the pt) claiming that the pump was not responding to up arrow button presses. She claimed that the keypad was intact and that the pump was not exposed to moisture.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was not responding to up keypad button presses. The keypad appeared to be intact with no lifting or peeling observed. There was no reported pt impact associated with this complaint.